Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cerebral angiography procedure, the 5f catheter tip detached within the patient, the physician acquired retrograde arterial access, and during catheter manipulations under fluoroscopy, the catheter tip detached. The physician used a vascular snare device to successfully externalize the foreign body from the patient liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.